Event description:
This is report 1 of 1 for this complaint (B)(4).

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure for a distal radius fracture, the surgeon inserted a 2.4mm locking screw and discovered the screw was too long. As the surgeon attempted to back out the screw, the torque limiter fell apart into three pieces. The surgeon removed the screw manually, and reinserted a different screw manually to complete the procedure. No pieces were left to retrieve.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with the collet unscrewed form the body and the missing spring. Based on the description the torque limiter was used to back out a too long screw. It is possible that during this procedure too much torque was applied onto the torque limiter and that this did lead to the unscrewing of the collet. The holding ball of the collet is blocked in the thread. This happened after the device fell apart and makes an evaluation of the thread impossible. This complaint is considered indeterminate from a manufacturing standpoint. The lot number is unknown therefore a review of the device history record could not be completed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.